Event description:
The patient suffered a stroke approximately 46 months post index procedure. It is reported that the patient recovered. Investigator assessed that there was no relationship between the event and the study device.

Event description:
It was reported that the patient suffered a stroke approximately 47 months post the index procedure. The patient was discharged to rehabilitation.

Event description:
The previously reported stroke which occured 47 months post index procedure, occured 2 days post the previously reported date.

Event description:
One endeavor resolute rx drug eluting stent was implanted at the distal cx during index procedure. Approximately 7 months post index procedure a target lesion revascularization was carried out, due to instent restenosis. Balloon angioplasty of the distal cx was carried out. Approximately 19 months post index procedure a target vessel revascularization of the proximal cx was carried out. One endeavor sprint over the wire drug-eluting stent was implanted at the proximal cx. Cec review determined that an arc defined mi occurred approximately 21 months post index procedure. Two days later a site reported nstemi is reported to have occurred. 100% in-stent occlusion within the previously placed stent in the distal cx was reported to have occurred. 7 days later patient underwent CABG surgery, including a svg to the obtuse marginal.

Manufacturer narrative:
(B)(4). Evaluation, result: inherent risk of procedure (myocardial infarction and occlusion).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
(B)(4).